Event description:
Occlusion alarm malfunctioning on this pump. Malfunction was found during biomed testing. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.